Event description:
The physician intended to implant a 2.75 mm diameter x 14 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion at the native part of the right coronary artery through a saphenous vein graft. The target vessel exhibited greater than 90 degree tortuosity. The target lesion was pre-dilated. 70-80% stenosis remained after pre-dilatation. Resistance was encountered when the endeavor resolute rx device was being advanced in the native artery due to the high level of calcification. The device was removed and the stent was observed to be damaged. The target lesion was pre-dilated again using a 2.5 x 15 mm balloon and a 2.5 x 24 mm medtronic stent was successfully implanted. Patient was well post procedure and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The proximal stent was positioned distal to the proximal marker band as per specifications. The distal and middle stent portions were raised, deformed and stretched over the distal marker band. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent damage, failure to deliver the stent. Target lesion was in a tortuous vessel with high calcification and 70-80% stenosis. Conclusions: target lesion was in a tortuous vessel with high calcification and 70-80% stenosis. (B)(4).